Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: surgery clinic note dated (B)(6) 2013 states: ¿69 year old aam referred to my office for ventral hernia. The patient had previous abdominal surgery 4 years ago following which he developed [sic] the hernia. My understanding is that the patient had an exploration due to a bleeding ulcer.?? The pt [patient] also had vats /pleurodesis (benign disease). Pt has no gi symptoms presently. He is active and exercises¿ clinic note dated (B)(6) 2013 also states: ¿abdomen: 3 hernias palpable, one at the upper edge of the incision and two paramedian at the lower edge of the incision. Reducible. Non strangulated.¿ the records also state: ¿multiple abd[ominal] wall hernias. It is important to evaluate the anatomy in order to plan surgery. Orders: CT abdomen & pelvis without contrast.¿ clinic note dated (B)(6) 2013 states: ¿pt had a CT of the abd that revealed multiple incisional hernias, two of them containing bowels non obstructive.¿ the records also state: ¿pt [patient] will need hernia repair with mesh under ga [general anesthesia]¿¿ surgical office note dated (B)(6) 2013 states: ¿follow up multiple ventral hernia repair with mesh. Pt is doing well coming for drain removal , less than 10 ccs in 24 hrs.¿ the records also state: ¿the review of systems is negative for wound.¿ ¿¿drain removed, abx dressing applied, alternate staples removed, benzoin and steri strips applied.¿ pateint instructions state ¿¿follow-up appointment in 1 week for removal of the rest of the staples, scar care and activity discussed.¿ pertinent records between (B)(6) 2013 and (B)(6) 2015 were not provided. CT abdomen and pelvis dated (B)(6) 2015 for indication of colon cancer. Findings state: ¿there are changes from ventral hernia repair. Fat-containing hernia versus eventration of the rectus abdominus musculature superior to the mesh.¿ nondilated bowel within hernia at the caudal aspect of the mesh.¿ ¿impression: 1. Mass at the base of the cecum encasing the terminal ileum and base of the appendix and extending into the pericecal fat. There is associated adenopathy. 2. Ventral hernias superior and interior to the ventral mesh. 3. Fatty infiltration of the liver is again seen. 4. Splenomegaly is again noted.¿ surgical office noted dated (B)(6) 2015 states: ¿71 yo aam presents following recent colonscopy identifying a large mass in the cecum that was biopsied and confirmed malignant and several other beingn [sic] tubular adenoma polyps as well as pan-diverticulosis. His last colonoscopy was in his early 50s. He reports being completely asymptomatic with no weight loss, anemia, fatigue, change in bowel habits, blood per rectum, melena, etc. He has undergone a cardiac workup about 1 yr ago and all was ok. He denies signs of metastases - lung, liver and reports no fatigue and no un-explained weight loss.¿ pathology records dated (B)(6) 2015 regarding specimens collected (B)(6) 2015 state: ¿source of specimen: a. Old mesh-fio. B. Right colon and terminal ileum.¿ ¿gross description: a) the specimen is received in formalin labeled "old mesh - fio" and consists of one irregular dark red piece of surgical mesh measuring 9.0 x 5.7 cm. With a thickness ranging from 0.2 to 0.7 cm. There are pieces of soft tissue attached to the surface of the mesh. No focal lesions are noted. The specimen is for gross identification only." B) ¿final diagnosis: a) old mesh (removal): - mesh, as described (gross identification only). B) right colon, terminal ileum, and appendix (right hemicolectomy): - invasive moderately to poorly differentiated adenocarcinoma (5.0 cm) involving the cecum and with associated abscess formation. No definite angiolymphatic invasion is identified. The tumor invades through the muscular wall of the colon to involve pericolonic fibroadipose tissue and invades the wall of the terminal ileum. All specimen margins are negative for tumor. The tumor most closely approaches the circumferential (retroperitoneal) margin at a distance of 1.9 cm (gross measurement). Appendix with acute periappendicitis with abscess formation. Metastatic adenocarcinoma in three (3) of fifteen (15) lymph nodes.¿ surgical office notes dated (B)(6) 2016 state: ¿72 yo aam presents in routine followup 4 month after a margin negative en bloc resection of the cecal malignancy. He is receiving adjuvant folfox and is tolerating it well. He is eating well and having normal bowel movements. His incision appears well healed, however, he is now complaining of weakness at the cephalad margin of his midline incision. Due to his previous hernia repair, we closed his midline with a bioprosthetic underlay mesh. He is concerned about a new hernia at the upper portion of his midline. He denies pain and has no palpable bulge. There is a weakness, especially as he tenses his abdomen as his gets up. Otherwise, he is progressing well. He denies weight loss, reduced appetite or reduced energy level. He denies bone pain, cough or jaundice.¿ surgical follow up for (B)(6) 2017 appointment states: ¿72 yo aam presents in followup 1 yr 2 mo following his cancer surgery for advanced colon cancer. He had several abdominal wall hernias that he had repaired, then colonoscopy demonstrated the malignancy and we had to divide his tissues at the midline and tried to reinforce the closure with a bioprosthetic mesh. Unfortunately he has developed new hernia sites at the upper and lower aspects of his incision.¿ the records for (B)(6) 2017 visit state: ¿he has significant pulmonary issues where his cough may have contributed to redevelopment of hernias. He has had had his colonoscopy that demonstrated diverticulosis and a few benign sigmoid polyps. CT scan demonstrated no sign of metastases local or distant. Cea according to patient is ok. He denies loss of weight, reduced energy, small bowel obstruction, bone pain, cough and jaundice. The CT has demonstrated a stable low level density in the liver and stable small gastro-hepatic lymphadenopathy. The spleen measured 13cm without obvious pathology.¿ the (B)(6) 2017 records continue: ¿the patient is concerned about his new hernias. I have explained that at the time of surgery we needed to go mid line to ensure complete resection of this t4 mass. We had to sacrifice the previous repair and tried to reinforce the closure with a bioprosthetic. Bioprosthetic was used due to wound classification and open bowel. He would like to have his hernias repaired, however, I explained that since he has failed the standard approach, he may need to see dr. Nasrallah for a component separation repair from his cancer perspective, he is doing very well and shows no local, regional not distant recurrence.¿ surgical office notes for (B)(6) 2017 visit state: ¿72 yo aam presents following his cancer surgery for advanced colon cancer. He had several abdominal wall hernias that he had repaired, then colonoscopy demonstrated the malignancy and we had to divide his tissues at the midline and tried to reinforce the closure with a bioprosthetic mesh. Unfortunately he has developed new hernia sites at the upper and lower aspects of his incision. He has significant pulmonary issues where his cough may have contributed to redevelopment of hernias. Pt is being referred for abdominal wall reconstruction w lateral release his cancer has stabilized, he is being followed by dr kalra. CT scan confirms the hernias.¿ ¿ pt for abdominal wall reconstruction with lateral release, and use of mesh.¿ operative records dated (B)(6) 2017 indicate patient underwent extensive lysis of adhesions (2 hours), repair of incarcerated incisional hernias using advancement flaps and surgimend bioprosthetic mesh, and placement of drains. There is no mention of a gore device in (B)(6) 2017 medical records. Records dated (B)(6) 2017 state the patient ¿¿is a 72-year-old male with a history of [hypertension], anemia, [benign prostatic hyperplasia], [gastroesophageal reflux disease], gout, mrsa, obesity, pleural effusions, [diabetes mellitus], venous insufficiency, and cecal cancer. He had undergone a right radical hemicolectomy in (B)(6) 2015 with adjuvant chemotherapy. The surgery was subsequently complicated by two ventral incisional hernias with bowel involvement requiring multiple abdominal wall hernia repairs by dr. Nasrallah. On (B)(6) 2017her underwent an open incarcerated ventral hernia repair and lysis of adhesions with placement of two blake drains.¿ surgical office note for (B)(6) 2017 appointment state: ¿s/p repair incisional hernias using advancement flaps and bioprosthetic mesh. Pt is coming for drain removal. Pt was found to have low platelet counts (in the 60-80 k) and will need to see his pmd in that regard. He has no gi sx. He is wearing his binder. His jp drainage bilaterally is less than 30 cc per 24 hrs.¿ surgical office note for (B)(6) 2017 visit states: ¿s/p repair incisional hernias using advancement flaps and bioprosthetic mesh. Pt is coming for staples removal. Pt was found to have low platelet counts (in the 60-80 k) and will need to see his pmd in that regard. He has no gi sx. He is wearing his binder. His bms are back to normal.¿ the records also state: ¿healing well, no infection no inflammation, no discharge, no pain, no recurrence, no wound problem, bruising resolving, all staples removed, benzoin and steri strips applied, bs normal.¿ surgical office note for (B)(6) 2017 visit states: ¿s/p repair incisional hernias using advancement flaps and bioprosthetic mesh.¿ records also state ¿healing well, no infection, inflammation over middle of the scar and r sided scar, no discharge, no pain, no recurrence, no wound problem.¿ records state ¿irritation due to friction from the binder. Pt recommended to wear the binder on top of a t shirt. Bacitracin ointment given to pt to place over irritated areas follow up in 3 weeks.¿ surgical office note for (B)(6) 2017 visit states: ¿abdominal incisional hernia - doing well, discussed activity with pt. Pt to wear binder prn, follow up prn.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2013: [ni]. (B)(6) md. Surgical pathology report. Accession number: (B)(6). Final diagnosis: ventral hernia, repair: hernia sac. Gross description: the specimen is labeled ¿hernia sac¿ and consists of multiple dark red-yellow pieces of fibroadipose tissue measuring in aggregate 8.0 x 7.0 x 1.0 cm. There are multiple hemorrhages. No other lesions are noted. Representative sections are submitted in one cassette. (B)(6) 2013: [ni]. (B)(6) md. Discharge summary. Present illness: repair of incisional hernia. Pmh: pleurodesis in 2012, abdominal wall surgery for questionable bowel obstruction in 2009. Hospital course: on (B)(6) 2013 incisional hernia repair with mesh placement and abd jp drain on right side of abdomen. Abdominal binder was in place. Laboratory and imaging studies: initial white count 12 which trended down to 4.2 on day of discharge. Discharge activity: ambulate as tolerated. Increase activity gradually, but no strenuous activity for 6 weeks. Discharge instructions: keep midline abdominal area clean and dry at all times. May shower but no bathing or swimming. Midline incision staple will be removed as an outpatient. Keep jp drain ad receive home health t help him care of the drain. May call clinic if he develops any redness, drainage or other signs of infection. Follow up with dr. (B)(6) on (B)(6) 2013 to have drain removed. (B)(6) 2017: [ni]. (B)(6). Radiology-CT abdomen/pelvis. Clinical statement: history of colon cancer. A ventral abdominal wall hernia containing fat just anterior to the left hepatic lobe measures 6.8 cm. Impression included: ventral abdominal wall hernia. (B)(6) 2017: [ni]. (B)(6) md. Pre/postoperative diagnosis: multiple incarcerated incisional hernias. Adhesions. Operation performed: 1. Lysis of adhesions, extensive, two hours. 2. Repair of incarcerated incisional hernias using advancement flaps and surgimend bioprosthetic mesh. 3. Placement of drains. Anesthesiologist: dr. Josh dishon. Complications: no complications during the procedure. Estimated blood loss: less than 200 ml. Counts: at the end of the procedure, counts were correct. Indication for surgery: the patient is a 72-year-old gentleman with the above hernias mentioned. The cat scan showed that there was bowel involvement. The patient, due to the extent of his previous surgeries (he had a colectomy) the patient would need abdominal wall reconstruction with advancement flaps. We have discussed procedure, benefits, alternatives, risks, natural course of disease, and the patient has agreed to proceed with surgery as described. After being cleared for surgery by dr. (B)(6) the patient was brought to the or for above. Description of procedure: ¿in the supine position, with adequate general anesthesia, with teds, scds, and subcutaneous heparin and dvt prophylaxis, with IV ancef prophylaxis, with a foley and ng tube, the patient was scrubbed and draped in usual manner. Appropriate timeout was performed. The old scar was removed by sharp cautery dissection and sent to pathology. There was intense scarring behind the dermis. Meticulously, using sharp, blunt, and cautery dissection, this was freed down to the 2 major hernia sacs. One was about the umbilical area and one was at the xiphoid area. Once these were cleared the sacs were opened. There was no access to the peritoneal cavity from the sac as all the tissues were peritonealized. There were very dense adhesions with the bowels attached to these sacs. Meticulously, using blunt, sharp, and cautery dissection lysis of adhesions was performed until all the bowels were freed back to the peritoneal cavity. Lysis of adhesions took about 2 hours. The undersurface of the flaps, the muscle flaps were also cleared in order to allow for closure on both sides. Once this was achieved, examination of the bowel revealed no injury to any knuckle of the bowel. The surgical area was copiously irrigated with antibiotic solution. The muscle flaps were held with allis clamp and the superior flaps were created from the subcutaneous tissue down to the external oblique aponeurosis and anterior rectus sheath using cautery and blunt dissection. All perforators were controlled with cautery. Dissection was extended laterally on both sides to the external oblique aponeurosis level. The hernia sacs were then removed and sent to pathology along with the adhesions and the scarring. Superiorly, there were multiple small hernias that were all freed to make the defect one defect. Once this was achieved and the ragged edges of the midline were removed and the old sutures were removed. It was noticed that the patient will need a lateral release in order to close primarily without tension. Therefore, using the cautery the external oblique aponeurosis was released in a semi-arc fashion on both sides providing appropriate length for primary closure. This was achieved successfully without any problem. Then after final examination of the undersurface of the musculature of the flap and irrigation with a large amount of antibiotic solution, the abdominal wall was closed with figure-of-eight interrupted sutures of #1 novafil that started at both edges of the incision and then closed in the middle. The peritoneal cavity was protected with a large towel and a flat malleable retractor to prevent injury. Prior to closure of all the sutures these were removed and the count was correct. The abdominal wall was therefore closed in the midline. In order to reinforce the abdominal wall due to the lateral release and to reinforce the midline repair, a large piece of surgimend which was about 25 x 13 cm x 2 mm thickness was bathed in antibiotic until it became soft and then it was cut into 3 bands. The larger band for the midline was trimmed to fit the area. It was sutured to the anterior rectus sheath with interrupted sutures of 2-0 prolene, completely covering the midline of an overlay. Then the lateral release area was reinforced by trimming the 2 bands of surgimend to fit those areas. It was also sutured to the fascia with interrupted 2-0 prolene, thereby reestablishing fascial continuity on both sides. This being achieved and the repair being strong without any complication the flaps and the surgical area was copiously irrigated with antibiotic solution. Through two lateral stabs two 19-blake drains were inserted to drain the flaps and held with a 3-0 nylon. Then the umbilicus was then sutured to the midline surgery mesh with 2 interrupted 2-0 vicryl, reestablishing an inverted umbilicus. Scarpa¿s fascia was closed with interrupted 2-0 vicryl. All layers of closure were irrigated with antibiotic solution. Camper¿s fascia was closed with interrupted 3-0 vicryl. The skin was closed with staples. Antibiotic dressing was then applied to the wounds and the patient tolerated the procedure well without surgical complications. Due to the extent of the surgery and the extent of the lysis of adhesions, the patient will be admitted in the hospital after bowel function has resumed. (Intraoperatively, the placement of the ng was evaluated and it was appropriate in the stomach).¿. (B)(6) 2017: [ni]. (B)(6) md. Surgical pathology report. Accession number: (B)(6). Source of specimen: incisional hernia sac. Final diagnosis: incisional hernia sac (repair): benign skin ad subcutaneous tissue with fibrosis and scar formation. Separate fragment of benign fibromuscular and fibroadipose tissue with fibrosis. Negative for granulomas or malignancy. Gross description: the specimen is received in formalin, labeled with the patient¿s name and medical record number, and designated ¿incisional hernia sac¿ and consists of a brown-tan linear skin fragment measuring 23.0 cm. In greatest length, 0.5 cm in thickness. The overlying skin surface is grossly unremarkable. Also received is a yellow-tan and brown fatty membranous piece of tissue measuring in aggregate 12.0 x 5.0 x 2.0 cm. The attached portion of membranous tissue has a thickness of 0.1 cm. The specimen is serially sectioned to reveals yellow-tan and gray fibrofatty cut surface. Representative sections are submitted in three cassettes, a1-a3. (B)(6) 2017: [ni]. (B)(6) md. Discharge summary. Cc: incisional hernia repair. Present illness: patient is a 72-year-old male with history of hypertension, bph, mrsa, obesity, diabetes, and cecal cancer presenting for repair of incisional hernias. Undergone a right radical colectomy in (B)(6) 2015 with adjuvant chemotherapy complicated by 2 ventral incisional hernias with bowel involvement requiring multiple abdominal wall hernia repairs as by dr. (B)(6) . Exam: abdomen two incisions hernias noted, none incarcerated, reducible, mild tender to palpation. Hospital course: in the or, lysis of adhesions was done extensively with repair of incarcerated incisional hernias using advancement flaps and surgimend bioprosthetic mesh. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated result code. Conclusion code remains unchanged.

Manufacturer narrative:
Previous patient codes (1695, 3191: appropriate term/code not available for ¿mesh failure¿) were reported based on the original complaint and are no longer applicable per gore¿s investigation. The investigation has been completed. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. This event will be closed as no problem detected. The following information was determined from the medical records. Medical records: the known medical records span (B)(6), 2013 through (B)(6), 2017, and not all records received in this time span are relevant to gore® dualmesh® plus biomaterial. Medical records from (B)(6), 2013 through (B)(6), 2015 were not provided. Patient information: medical history: hypertension, chronic obstructive pulmonary disease [copd], anemia, gastroesophageal reflux disease [gerd], methicillin resistant staphylococcus aureus [mrsa], obesity, (B)(6) 2012: 200 lbs. Diabetes mellitus, venous insufficiency, malignant neoplasm of colon, former smoker [prior to 4/12]. Prior surgical procedures: unknown date: appendectomy. Unknown date: exploratory laparotomy with gastric bypass. 2009: abdominal wall surgery for questionable bowel obstruction. Implant preoperative complaints: (B)(6) 2013: ¿¿ referred to my office for ventral hernia. The patient had previous abdominal surgery 4 years ago following which he developed [sic] the hernia. My understanding is that the patient had an exploration due to a bleeding ulcer. The pt also had vats [video-assisted thoracoscopic surgery]/pleurodesis (benign disease). Pt has no gi symptoms presently. He is active and exercises.¿ ¿abdomen: 3 hernias palpable, one at the upper edge of the incision and two paramedian at the lower edge of the incision. Reducible. Nonstrangulated.¿ ¿multiple abd wall hernias.¿ (B)(6) 2013: CT abdomen: ¿ventral hernias. Two small hernias contain fat. Two larger containing transverse colon and small bowel.¿ implant procedure: repair of multiple incisional hernias using a ¿dual mesh gore-tex antibiotic-impregnated mesh.¿ implant: gore® dualmesh® plus biomaterial (1dlmcp02/9490512, 12 cm x 8 cm). Implant date: (B)(6), 2013 [hospitalization (B)(6), 2013] description of hernia being treated: ¿there were numerous thick adhesions in the subcutaneous tissue. Meticulously, using rienhoff dissection, digital dissection, and cautery, the hernias were identified. There were at least 6 hernias of varying size in the midline and paramedian, all along the old sear [sic]. The old sutures were all removed. The hernias were therefore freed and cleared. The sacs were removed. There was incarcerated colon that was freed also and sent back to the peritoneal cavity with the omentum.¿ implant size and fixation: ¿in view of the complexity of the hernias, it was decided that the best repair would be with a dual mesh gore-tex. A piece of 12 x 8 dual mesh gore-tex was trimmed to fit the area and bathe in antibiotic.¿ ¿it was then placed with the non-stick antibiotic-impregnated surface towards the bowel and stick surface towards the abdominal wall. Multiple interrupted sutures of cv0 gore-tex on a tii36 needle were placed circumferentially in a parachute manner in order to tack the mesh to the abdominal wall posteriorly. That would allow a closure of the fascia in the midline on top of the mesh and would provide the patient with a double layer closure.¿ ¿the peritoneal cavity was copiously irrigated with antibiotic solution after placing the sutures of cv0 gore-tex, and under direct vision, the flounder was removed and the sutures of gore-tex were tied completely obliterating the defect of the peritoneal cavity and reinforcing the posterior abdominal wall.¿ ¿then in the midline, the linea alba was rebuilt by approximation of the lateral flaps with interrupted figure-of-eight sutures of 0-pds. Before closing the midline sutures, irrigation with antibiotic was performed. Once this was achieved, the flaps were then drained with a 19 blake drain that was inserted through a lateral stab and held with 3-0 nylon. Subcutaneous tissues were irrigated with antibiotic solution. Scarpa¿s fascia was closed with interrupted 2-0 vicryl. Camper¿s fascia was closed using interrupted 3-0 vicryl. Skin was closed with staples and an antibiotic dressing applied over it.¿ post-operative period: [4 days] (B)(6) 2013: pathology report: ¿final diagnosis: ventral hernia, repair: hernia sac. Gross description: the specimen is labeled ¿hernia sac¿ and consists of multiple dark red-yellow pieces of fibroadipose tissue measuring in aggregate 8.0 x 7.0 x 1.0 cm. There are multiple hemorrhages.¿ (B)(6) 2013: discharge summary: ¿initial white count 12 which trended down to 4.2 on day of discharge. Keep midline abdominal area clean and dry at all times. Midline incision staple will be removed as an outpatient. Keep jp drain and receive home health help him care of the drain.¿ relevant medical information: (B)(6) 2013: ¿pt is doing very well, no complaints. ¿¿ healing well, no infection, no inflammation, no oozing, no recurrence, no pain, no complication. All staples removed, benzoin and steri strips applied.¿ (B)(6) 2015: CT abdomen: ¿mass at the base of the cecum encasing the terminal ileum and base of the appendix and extending into the pericecal fat. There is associated adenopathy. Ventral hernias superior and interior to the ventral mesh. Fatty infiltration of the liver is again seen. Splenomegaly is again noted.¿ explant preoperative complaints: (B)(6) 2015: ¿presents following recent colonoscopy identifying a large mass in the cecum that was biopsied and confirmed malignant and several other beingn [sic] tubular adenoma polyps as well as pan-diverticulosis. His last colonoscopy was in his early 50s. He reports being completely asymptomatic with no weight loss, anemia, fatigue, change in bowel habits, blood per rectum, melena, etc. He has undergone a cardiac workup about 1 yr ago and all was ok. He denies signs of metastases - lung, liver and reports no fatigue and no un-explained weight loss.¿ explant procedure: ¿ureteral stents, radical right hemicolectomy, repair of incisional hernia, insertion of bioprosthetic mesh [surgimend], 10 x 15 cm for preoperative diagnosis of adenocarcinoma of the cecum.¿ explant date: (B)(6), 2015 ¿so entry to the abdominal cavity was performed just below the umbilicus. This was done dividing the fascia, then dividing the peritoneum and then dissecting up under the prior closure and opening of the fascia.¿ ¿there were multiple adhesions to the anterior abdominal wall in a cephalad direction. These were slowly taken down and areas of the small bowel were adhesed.¿ ¿further dissection was performed cephalad and the mesh was encountered. The dissection was then carried out on the superficial aspect of the mesh and this was extended laterally trying to preserve the fascia. The attachments of the mesh to the abdominal wall were divided through the gore-tex suture and these were removed along with the mesh and the incision carried down all the way up to the upper abdomen.¿ ¿with this we were finally able to have good entry to the abdominal cavity and be able to then further examine the remainder. There were dense adhesions in the upper abdomen, making palpation of the stomach and of the liver impossible. So the omentum was dissected and then the right colonic gutter was dissected.¿ ¿the transverse colon was divided. This allowed for complete removal of the mass.¿ ¿then standard side to side anastomosis was performed from the distal ileum to the transverse colon along the tinea. This was first secured with stay sutures of 4-0 silk and then using the gia stapler the anastomosis was cut and sea ed [sic], and then the opening was sea ed [sic] using a ta stapler and then an outer layer of silk sutures were placed.¿ ¿the mesentery was approximated with 2-0 silk vicryl and the abdomen was thoroughly irrigated.¿ the lower portion of the abdominal wall was closed with #1 pds, the upper portion where the dualmesh was present was sealed with an underlay of surgimend 10 x 15cm. This was placed in the upper abdomen and secured with 0 prolene sutures circumferentially and then the fascia was closed with #1 pds primarily.¿ (B)(6) 2015: pathology report: ¿the specimen is received in formalin labeled "old mesh - fio" and consists of one irregular dark red piece of surgical mesh measuring 9.0 x 5.7 cm. With a thickness ranging from 0.2 to 0.7 cm. There are pieces of soft tissue attached to the surface of the mesh. No focal lesions are noted. The specimen is for gross identification only." B) ¿final diagnosis: a) old mesh (removal): - mesh, as described (gross identification only). Relevant medical information: (B)(6) 2016: ¿he had serous fluid draining from his lower incision that was treated with moist to dry dressings. It cleared up after several days and has healed. His midline incision has healed well with no hernia and no infection.¿ (B)(6) 2016: ¿he is receiving adjuvant folfox and is tolerating it well. His incision appears well healed, however, he is now complaining of weakness at the cephalad margin of his midline incision. Due to his previous hernia repair, we closed his midline with a bioprosthetic underlay mesh. He is concerned about a new hernia at the upper portion of his midline. He denies pain and has no palpable bulge. There is a weakness, especially as he tenses his abdomen as his gets up. Otherwise, he is progressing well.¿ (B)(6) 2017: CT abdomen: ¿a ventral abdominal wall hernia containing fat just anterior to the left hepatic lobe measures 6.8 cm. Impression included: ventral abdominal wall hernia.¿ (B)(6) 2017: ¿he had several abdominal wall hernias that he had repaired, then colonoscopy demonstrated the malignancy and we had to divide his tissues at the midline and tried to reinforce the closure with a bioprosthetic mesh. Unfortunately he has developed new hernia sites at the upper and lower aspects of his incision.¿ ¿he has significant pulmonary issues where his cough may have contributed to redevelopment of hernias.¿ ¿the patient is concerned about his new hernias. I have explained that at the time of surgery we needed to go mid line to ensure complete resection of this t4 mass. We had to sacrifice the previous repair and tried to reinforce the closure with a bioprosthetic. Bioprosthetic was used due to wound classification and open bowel. He would like to have his hernias repaired, however, I explained that since he has failed the standard approach, he may need to see dr. Nasrallah for a component separation repair from his cancer perspective, he is doing very well and shows no local, regional not distant recurrence.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, recurrence, ileus, increased procedure time and related harms, irritation or inflammation, infection, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, wound complications and wound dehiscence. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The device was not returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. All available information has been placed on file for use in product surveillance tracking, trending and follow-up. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 9490512. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: CT abdomen and pelvis dated (B)(6) 2013 for indication incisional hernia. Impression: ventral hernias. Two small hernias contain fat. Two larger containing transverse colon and small bowel. Operative records dated (B)(6) 2013 indicate the patient underwent repair of multiple incisional hernias using a dual mesh gore-tex antibiotic-impregnated mesh. The patient is a ¿pleasant 69-year-old gentleman who had previous abdominal surgeries . The patient had the multiple hernias that occurred and was referred for repair. The patient was found to have colon incarceration in the hernia. Therefore, he was recommend repair with mesh.¿ the operative records dated (B)(6) 2013 state: ¿the area the previous scar that was hypertrophic was delineated with a marking pen and the whole scar was removed with sharp dissection. Cautery was then used. There were numerous thick adhesions in the subcutaneous tissue. Meticulously, using rienhoff dissection, digital dissection, and cautery, the hernias were identified. There were at least 6 hernias of varying size in the midline and paramedian, all along the old sear. The old sutures were all removed. The hernias were therefore freed and cleared. The sacs were removed. There was incarceratcd colon that was freed also and sent back to the peritoneal cavity with the omentum.¿ the records dated (B)(6) 2013 continue: ¿once this was achieved and after ascertain lack of complications, the peritoneal cavity was protected with a flounder. The edges of the fascia were held with allis clamps. Flaps had to be created laterally in order to approximate the midline. In view of the complexity of the hernias, it was decided that the best repair would be with a dual mesh gore-tex. A piece of 12 x 8 dual mesh gore-tex was trimmed to fit the area and bathe in antibiotic.¿ the operative records dated (B)(6) 2013 state: ¿it was then placed with the non-stick antibiotic-impregnated surface towards the bowel and stick surface towards the abdominal wall. Multiple interrupted sutures of cv0 gore-tex on a tii36 needle were placed circumferentially in a parachute manner in order to tack the mesh to the abdominal wall posteriorly. That would allow a closure of the fascia in the midline on top of the mesh and would provide the patient with a double layer closure.¿ records dated (B)(6) 2013 continue: ¿the peritoneal cavity was copiously irrigated with antibiotic solution after placing the sutures of cv0 gore-tex, and under direct vision, the flounder was removed and the sutures of gore-tex were tied completely obliterating the defect of the peritoneal cavity and reinforcing the posterior abdominal wall.¿ operative records dated (B)(6) 2013state: ¿then in the midline, the linea alba was rebuilt by approximation of the lateral flaps with interrupted figure-of-eight sutures of 0-pds. Before closing the midline sutures, irrigation with antibiotic was performed. Once this was achieved, the flaps were then drained with a 19 blake drain that was inserted through a lateral stab and help with 3-0 nylon. Subcutaneous tissues were irrigated with antibiotic solution. Scarpa¿s fascia was closed with interrupted 2-0 vicryl. Camper¿s fascia was closed using interrupted 3-0 vicryl. Skin was closed with staples and an antibiotic dressing applied over it.¿ the records confirm a gore dualmesh®plus biomaterial (1dlmcp02/9490512) was used during the procedure. CT abdomen and pelvis dated (B)(6) 2015 for indication colon cancer. Impression: 1. Mass at the base of the cecum encasing the terminal ileum and base of the appendix and extending into the pericecal fat. There is associated adenopathy. 2. Ventral hernias superior and interior to the ventral mesh. 3. Fatty infiltration of the liver is again seen. 4. Splenomegaly is again noted. Operative records dated (B)(6) 2015 indicate the patient underwent ureteral stents, radical right hemicolectomy, repair of incisional hernia, insertion of bioprosthetic mesh, 10 x 15 cm for preoperative diagnosis of adenocarcinoma of the cecum. The patient ¿is a 71 year old gentleman who presents following a recent colonoscopy demonstrating a large mass in the cecum that was biopsied and confirmed to be malignant. He had multiple other benign lesions as well as pandiverticulossis.¿ following insertion of the ureteral stents, operative records dated (B)(6) 2015 state: ¿a midline incision was then made, carried down through the dermis into the subcutaneous tissues. The patient¿s prior scar was excised down to the umbilicus and then the incision was carried down around the umbilicus, down to the lower portion. The area was dissected down to the fascia level. By history there is a dualmesh along the upper portion of the abdomen for a ventral hernia repair .¿ the operative records dated (B)(6) 2015 continue: ¿so entry to the abdominal cavity was performed just below the umbilicus. This was done dividing the fascia, then dividing the peritoneum and then dissecting up under the prior closure and opening of the fascia¿ the records state: ¿there were multiple adhesions to the anterior abdominal wall in a cephalad direction. These were slowly taken down and areas of the small bowel were adhesed.¿ the records dated (B)(6) 2015 state: ¿further dissection was performed cephalad and the mesh was encountered. The dissection was then carried out on the superficial aspect of the mesh and this was extended laterally trying to preserve the fascia. The attachments of the mesh to the abdominal wall were divided through the gore-tex suture and these were removed along with the mesh and the incision carried down all the way up to the upper abdomen .¿ operative records dated (B)(6) 2015 continue: ¿with this we were finally able to have good entry to the abdominal cavity and be able to then further examine the remainder. There were dense adhesions in the upper abdomen, making palpation of the stomach and of the liver impossible. So the omentum was dissected and then the right colonic gutter was dissected.¿ records dated (B)(6) 2015 state: ¿the white line of toldt was identified and this was dissected cephalad up to the hepatic flexure.¿ ¿the hepatic flexure was mobilized over towards the transverse colon. Multiple lobules of tissue were divided between suture ligatures. Then the dissection was carried over toward the transverse colon. With this the dissection of the omentum from the transverse mesocolon was performed.¿ operative records dated (B)(6) 2015 continue: ¿the right colon was then mobilized from the retroperitoneum up into the operative field.¿ ¿this was then dissected down toward the cecum. The cecum was mobilized medially and the retroperitoneum was dissected laterally and then deep posterior. The dissection was then carried down along the pelvic sidewall.¿ records dated (B)(6) 2015 state: ¿the retroperitoneum was dissected all the way down to the pelvic sidewall and the pelvic sidewall was then divided using the ligasure to help mobilize the entire cecal mass. The terminal ileum was then divided about 12cm from the ileococal va_ve [sic] with a gia stapler and the retroperitoneum was dissected and the mesentery was divided from the mid transverse colon down to the apex at the center of the mesentery and then cut to the terminal ileum division.¿ the operative records dated (B)(6) 2015 continue: ¿the transverse colon was divided. This allowed for complete removal of the mass.¿ ¿then standard side to side anastomosis was performed from the distal ileum to the transverse colon along the tinea. This was first secured with stay sutures of 4-0 silk and then using the gia stapler the anastomosis was cut and sea ed [sic], and then the opening was sea ed [sic] using a ta stapler and then an outer layer of silk sutures were placed.¿ records dated (B)(6) 2015 state: ¿the mesentery was approximated with 2-0 silk vicryl and the abdomen was thoroughly irrigated.¿ the lower portion of the abdominal wall was closed with #1 pds, the upper portion where the dualmesh was present was sealed with an underlay of surgimend 10 x 15cm. This was placed in the upper abdomen and secured with 0 prolene sutures circumferentially and then the fascia was closed with #1 pds primarily.¿ pathology records for procedure date (B)(6) 2015 indicated specimen: a. Old mesh-fio, b. Right colon and terminal ileum. Gross description: a. The specimen is received in formalin labeled "old mesh - fio" and consists of one irregular dark red piece of surgical mesh measuring 9.0 x 5.7 cm. With a thickness ranging from 0.2 to 0.7 cm. There are pieces of soft tissue attached to the surface of the mesh. No focal lesions are noted. The specimen is for gross identification only. B. Invasive moderately to poorly differentiated adenocarcinoma (5.0 cm) involving the cecum and with associated abscess formation. No definite angiolymphatic invasion is identified. The tumor invades through the muscular wall of the colon to involve pericolonic fibroadipose tissue and invades the wall of the terminal ileum. All specimen margins are negative for tumor. The tumor most closely approaches the circumferential (retroperitoneal) margin at a distance of 1.9 cm (gross measurement). Appendix with acute periappendicitis with abscess formation. Metastatic adenocarcinoma in three (3) of fifteen (15) lymph nodes. Operative records dated (B)(6) 2017 indicate patient underwent lysis of adhesions, extensive, two hours, repair of incarcerated incisional hernia using advancement flaps and surgimend bioprosthetic mesh, placement of drains. There is no mention of a gore device in (B)(6) 2017 medical records. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2013, whereby a gore dualmesh® plus biomaterial device was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure was performed whereby explant of the gore device was performed. It was reported the patient alleges the following injuries: hernia repair surgery, additional surgery, mesh failure, multiple adhesions. Additional event specific information was not provided.